Manufacturer narrative:
Follow-up received (B)(6) 2014: the required number of follow-up attempts has been made, with no response to date. Case closed. Ptc investigation result received on (B)(6) 2014. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Lack of effectiveness may occur with the use of any product and pregnancy may occur during any contraceptive use. Both of these events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow-up received via regulatory authority (case# (B)(4)) on (B)(6) 2014. The consumers initial was updated. Essure was inserted on (B)(6) 2007. It was reported that on (B)(6) 2014 diagnostic tests confirmed that there was no essure implant in right fallopian tube (migrated/lost). An injury (hospitalization) was mentioned but not specified and/or assigned to the event. Follow-up will be requested. Company causality comment: a female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced the occurrence of baby conceived in 2012, device ineffective, stated on near 30 day hospital confinement due to pregnancy complications, baby born premature and diagnostic tests confirmed that there is no essure implant in right fallopian tube (migrated/lost). This case is not medically confirmed. Stated on near 30 day hospital confinement due to pregnancy complications is serious due to hospitalization and life­ threatening reported and unlisted in the reference safety information for essure. The remaining events are considered non-serious. Stated on near 30 day hospital confinement due to pregnancy complications was considered a life-threatening since the patient was hospitalized during 30 days. The consumer stayed in hospital 1 month and finally the baby born premature. Due to this prolonged hospitalization this event was considered incident. Diagnostic tests confirmed that there is no essure implant in right fallopian tube (migrated/lost) is serious due to medical importance, listed event and regarded as non-incident since no information for intervention was mentioned. Based on available information and due to lack of alternative explanation this event was assessed as related to essure therapy. According to ptc technical investigation no complaint sample was provided and it was concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on (B)(6) 2014. It describes the occurrence of baby conceived in 2012, device ineffective, stated on near 30 day hospital confinement due to pregnancy complications, and baby born premature in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2007, the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had a baby conceived in 2012 after essure placement in 2007. She stated that on near 30 day hospital confinement due to pregnancy complications and baby born premature, cord wrapped around neck after birth and essure baby was admitted into hospital as abdomen was swollen with fluid. Reporter causality: consumer did not provide the relationship between all the events initially reported and essure. Linked case for the baby: (B)(4).